Event description:
It was reported the patient was diagnosed with rheumatic heart disease and a double valve replacement was performed (see also 2648612-2008-00002). The patient was recovering well, but on the sixth day post-op, the patient died. An autopsy was performed and revealed there was no evidence that the death had any relation to the valve products or surgical operation. The cause of death is unknown and the device will not be returned.